Event description:
It was reported to lifecell, as follows: in (B)(6) 2013, (B)(6) female patient with a history of multiple breast surgeries and post-operative complications including infection, underwent breast implant exchange and implantation of the lifecell device to reinforce the bottom area of the l breast. The patient developed a possible post-operative infection, wound dehiscence and loss of the device that was reported as dissolved. All foreign materials in l breast were removed (date is unknown). As follow-up on lifecell request for additional information, it was reported that cultures grew staphylococcus epidermidis.

Manufacturer narrative:
Investigation included as follows: review of the information reported. Review of the device history record for the complaint related lot s11178. Review of the distribution and implantation history records for the complaint related lot s11178. Query of lifecell complaint system for any other complaints reported against the lot s11178. Review of device history record for the complaint related lot resulted in no remarkable findings, with no deviations or nonconformities related to the safety of the device; it was confirmed that the device was terminally sterilized. As of to day, there were total of (B)(4) devices distributed from this lot, including (B)(4) devices that were reported as implanted. Query of lifecell complaint system returned 2 other clinical complaints reported against the lot s11178. (Recurrent capsular contracture - well known post- operative complication with occurrence unrelated to the device; seroma -anticipated complication associated with breast surgery.) Based on information reported, including patient's history of infection, and internal investigation into complaint related lot s11178, the event reported (serious injury-infection) is unlikely related to the device. Infection contributed to the device disintegration. It should be noted that staphylococcus epidermidis is an organism commonly located on skin surfaces and known to cause bio film growth on surgical implants. The cause of infection is undetermined. No device failure detected, and the device met release criteria.